Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0pkc1, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient was now at 1.4 volts and does feel the stimulation. Caller education on patient programmer use resolved the reported issue. The caller reports a loss of therapeutic effect. It was reported it quit working. The internal system stopped working saturday. The patient was not getting stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.